Event description:
It was reported that this pacemaker system exhibited far field oversensing resulting in inappropriate atrial tachy response (atr) episodes being recorded. Previous atr episodes were observed that were due to noise being oversensed from a right ventricular (rv) lead revision procedure this patient underwent. The health care professional (hcp) reprogrammed, extended atrial blanking after ventricular pacing. The automatic gain control (agc) was left as is since there was no rv sensing issues and this patient is not pacemaker dependent. Technical services (ts) recommended monitoring for changes in rv pacing percentage. This system remains in service. No adverse patient effects were reported.